Event description:
A user facility reported that a blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. It was reported the bloodline had a small damaged area on the blood pump segment. It was noted that air was entering the system. The treatment was stopped and the patient was unable to be reinfused and had an estimated blood loss (ebl) was approximately 200ml there were no loose connections, obvious leaks or damage during pretreatment. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.